Manufacturer narrative:
(B) (4) (secondary intervention, snare was used to remove dislodged stent). Eval results: heavily calcified, tortuous lad with 90% stenosis. Caught on guide catheter. Stent dislodged.

Event description:
A 2.75 mm x 24 mm micro-driver rx coronary stent was inserted into a pt for treatment of a heavily calcified, tortuous lad with 90% stenosis. Lesion was pre-dilatated. It was reported that advancement through the lesion was ok. However, when moving back, it was reported that resistance was noted. An attempt was made to pull the device back into the guide catheter, however, it is reported that the device got caught. It was reported that the stent dislodged between the aorta and the guide catheter. Snare was used to remove dislodged stent. It is reported that the pt was sent to surgery, as no other intervention could be performed. It was reported that no stent would cross. Pt status is reported to be good post surgery. No clinical sequelae were reported.